Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the device was evaluated by a zoll certified service provider. The customer's report was duplicated and the analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was evaluated at zoll medical united states. Evaluation of the analog board could not replicate the report. The analog board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.